Event description:
Philips received a complaint from sales representative, reporting that the v60 ventilator displayed a "battery failed" alarm. There was no patient involvement when the issue occurred. There was no patient or user harm reported. While checking the device prior to delivery, the sales representative reported that the v60 ventilator displayed a "battery failed" alarm. The device kept operating despite the alarm. The device was evaluated, and the service engineer (se) reported that a "check vent: internal battery failed" error message (1124) was recorded in the event log. It was reported that the lithium-ion battery was replaced to resolve the issue. The device was checked, cleaned, and tested prior to returning the device to service.